Event description:
The user facility reported that a clinician was stuck when trying to engage the safety sheath on the syringe needle. It was reported that the safety sheath swiveled, the syringe fell off the table and the needle bent. When the clinician tried to engage the safety sheath on the bent needle, she received a needle stick. Follow up communication confirmed that the clinician did not require any medical attention.